Event description:
Additional information was reported stating that the access site was the calcified right common femoral artery. The patient was coughing a lot, which may have contributed to the suture breaks. Hospitalization was prolonged. Manual pressure was applied for a long period followed by a femostop. Patient recovered well. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of pseudoaneurysm is listed in the instructions for use as a potential adverse event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral with two proglide devices was performed using the pre-close technique via a 9f sheath prior to a carotid stenting procedure. Reportedly, the carotid stenting procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. One hour post procedure, when the patient was in recovery, it appeared that the proglide sutures had "popped". A large pseudoaneurysm occurred. Manual compression was applied. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.